Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system inconsistently booted up attributed to communication failure error messages. There are no reports of pt injury or death associated with this event.